Event description:
A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition of device, perforation, and difficult to remove. This information was received from a single source. This malfunction involved a patient with no reported consequences. The patient was reported as a (B)(6) year-old female who weighed (B)(6) kgs.